Event description:
The customer reported via phone call that she had a battery out limit alarm and a lost sensor alert. Customer's blood glucose was 36 mg/dl at the time of the incident. Customer treated with glucose. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer declined to troubleshoot for the low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.